Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Despite multiple investigational attempts the device was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and was documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it was reported that the cause of the balloon burst was related to patient factors (i.e.. ¿chunk of calcium from the native valve¿), which supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. There was no allegation or indication of a device malfunction related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
In a transfemoral tavr procedure the retroflex3 delivery system ruptured after the valve was fully deployed due to a ¿chunk¿ of calcium from the native valve. Post deployment the final position of the 23mm sapien valve was good (50:50) with trace pvl and no central leak. There was no consequence to the patient.

Manufacturer narrative:
Investigation of the event is ongoing.